Manufacturer narrative:
The reported event involving a pump module with occlusion alarms could not be confirmed. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that during an unspecified infusion the device alarmed for patient side occlusion. Upon further observation the user checked the tubing for kinks/occlusions however there was none noted, the user was able to flush the line without difficulty. The rn switch the tubing to a different device without further issues with the infusion. Although requested, no additional event, patient or device information provided.